Manufacturer narrative:
(B)(4).

Event description:
It was reported myopotential oversensing was observed on the device. The atrial lead was replaced and the device remains implanted to address issues reported on the lead. The patient condition is good.